Event description:
It was reported that the patient experienced an adhesive issue as the infusion sets fell off after being used for twelve hours expected during use. Which resulted in hyperglycemia and the patient treated the high blood glucose with correction injection via multiple daily injections.

Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.